Event description:
Caller reported an issue where the led backlight on the pump turned on, but no text or graphics appeared on the screen, affecting their ability to interact with it. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.